Event description:
According to the reporter: occurred during a laparoscopic nissen procedure. The device was being used during the wrap of the stomach. The device was difficult to toggle and the needle was sticking. The device was also difficult to load and unload. The needle fell into the cavity of the patient. The needle was not retrieved. In order to resolve the issue the case was completed. Five days after the procedure, an x-ray was performed. The radiologist could not locate the needle. This extended the patient's hospitalization time. The patient status is alive, no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.